Event description:
In this event it was reported that two osseospeed tx 4.0s dental implants had to be removed from a pt due to a persistent metal allergy. The implants were placed in (B)(6) 2011. Subsequently, the pt broke out in hives. It was reported that the pt saw an allergist who conducted allergy testing. According to the doctor, the allergy test indicated an allergic reaction to the titanium implant. The implants were removed in (B)(6) 2012 and one week later, the pt's symptoms ceased.

Manufacturer narrative:
Therefore, because medical intervention was necessary to prevent permanent impairment/damage to a body function/structure, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the implant's surface properties did not show any deviations.